Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Specification measurement, electrical testing, visual inspection and x-ray examination found no anomalies except for procedural damage.

Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the left-ventricular (lv) lead failed to capture and caused diaphragmatic stimulation. As a resolution the lv lead was not used and a near at hand replacement was implanted instead on (B)(6) 2025. The patient was stable.